Event description:
It was reported that during an endoprosthesis of the hip plasty, the rasp feeder disintegrated. The pin locking the rasp fell out and it is not possible to work on the feeder. There was a short delay of fifteen (15) minutes and the case was completed using another set of tools.

Manufacturer narrative:
(B)(4). G2: foreign: poland. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint as no product was returned or images provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.